Event description:
Patient stated that she had 5 v-go devices the either the needle button released on its own or fell off. The patient stated that she is not sure which devices were the ones that fell off or the needle button released. A total of 5 v-go 40 devices will be returned.

Manufacturer narrative:
Device was returned and evaluated the investigation results are as follows: the device was returned in a condition that does not correlate to the reported complaint, the device was never activated. The complaint cannot be confirmed.